Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a failure to alarm "air in line" alarm. No patient involvement is noted.

Event description:
The customer reported a failure to alarm "air in line" alarm. No patient involvement is noted.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 14oct2015 to the present date 05nov2020 and confirmed that this device was previously returned for servicing 2 times and there were no production failures indicated on the source device.